Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual analysis revealed that the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the lead was attempted to be implanted but not used due to high unstable impedance at implant. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.